Manufacturer narrative:
Correction to the initial MDR should have been: additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4). Description: precision spectra implantable pulse generator. Model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 15932332, description: next generation anchor kit-sterile. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection on one of the leads in her neck and it seemed some metal was sticking out. Symptom of open wound around the midline incision was noted. Antibiotics were prescribed and the patient will undergo an explant procedure per physician's preference. The physician did not believed it was device related and no device malfunction was suspected.

Event description:
A report was received that the patient had an infection on one of the leads in her neck and it seemed some metal was sticking out. Symptom of open wound around the midline incision was noted. Antibiotics were prescribed and the patient will undergo an explant procedure per physician's preference. The physician did not believed it was device related and no device malfunction was suspected.